Event description:
It was reported that the patient developed pain in the left side of the neck that radiated into the left side of the head during the trial period. The patient was also experiencing possible thyroid issues. The leads were pulled and were not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2022. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231670e0. Model: sc-2316-70e. (B)(6).